Manufacturer narrative:
The device is not being returned therefore, a failure analysis of the complaint device cannot be completed. If additional relevant information is received or device evaluation completed, a supplemental medwatch will be filed. Serial number of the radio frequency controller not provided by the complainant. Device history record (DHR) review was conducted for the reported identification number of the novasure unit. The lot was released meeting all qa specifications. Device history record (DHR) review was unable to be conducted for the radio frequency controller as the identification number was not provided by the complainant.

Event description:
It was reported that during an endometrial ablation procedure involving a novasure device the patient experienced a bowel burn. The physician confirmed the bowel burn via laparoscopy. It was determined as a result of the laparoscopy that the device did not perforate the serosa, and as a result the unit passed the cavity integrity assessment. Surgeon performed laparotomy for resection of 2cm of intestinal tract. Patient remained hospitalized for several days. A second laparotomy was performed to flush the patient's abdomen. Patient made a quick recovery after this second intervention and was discharged from hospital care.